Event description:
It was reported that the patient had a replacement of the implantable neurostimulator (ins) due to normal battery depletion about a month prior to the report. With the new ins, if the patient lifted something or turned to the side or bent over, the ins would move and curl to the side. The ins would roll back flat and sometimes the patient needed help going back flat. There were no patient symptoms or injuries associated with the event. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) moved around when the patient moved. Her healthcare provider told her that the pocket site stretched out from her first device. The patient's healthcare provider performed surgery on (B)(6) 2015 to fix the issues. During surgery, while trying to connect the device to where it wouldn't "move around and stuff," the healthcare provider accidentally cut the wires to the device. The patient clarified that it wasn't the lead wires that were cut, it was the one that was "actually inside of the machine" and it must have been wires located inside of the ins. The healthcare provider completely removed the ins and left the lead wire implanted in the patient for now. The patient assumed the healthcare provider didn't implant a new battery because he didn't have a new one at the time of the surgery. She was scheduled to follow up with the healthcare provider on (B)(6) 2015 regarding the situation.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).